Manufacturer narrative:
Patient height reporter was (B)(6). Additional patient ID: (B)(6). Date of event is unknown. Date of implant is unknown date approximately 15 years prior to the date of revision on (B)(6) 2017. Device is not expected to be returned for manufacturer review/investigation. Device history records review was completed for part# 241.331, lot# 7827331. Manufacturing location: (B)(6), manufacturing date: oct 22, 2014. A review of the device history record (DHR) revealed no complaint related anomalies. The (DHR) shows this lot of lcp one-third tubular plate with collar 3 holes/33mm (part number 241.331, lot number 7827331) was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformances or rework noted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision of a left side ankle fusion on (B)(6) 2017 due to malunion. Two plates and six screws were originally implanted approximately 15 years ago. The fusion healed in mal-reduction. The plate and screws were removed intact, an osteotomy performed, the deformity corrected, and the ankle refused. Two new plates and cortex screws were implanted. The surgery was successfully completed with no delay. The patient outcome was reported as fine. This report is for one (1) lcp one-third tubular plate with collar 3 holes. This is report 1 of 8 for (B)(4).